Event description:
Reportedly, the atrial sensing test sometimes displayed results lower than the amplitudes effectively observed during the test.

Manufacturer narrative:
Date (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to paradym rf crt models approved under p060027. Analysis pending.